Event description:
The philips fd20 x-ray equipment was displaying a warning that stated the disc was almost full. The staff thought that this meant that studies on the temporary disc would start deleting off, and it was just informing them of this. What this really meant was that the disc was almost full and they needed to delete images to gain space. Unknown to them there were studies that were "stuck", they had been archived over to the xcelera but had locked and not autodeleted from the fd20. The staff disregarded the message and during a coronary stent procedure the equipment stopped acquiring images because there was no space left. This left the physician with only the capability to fluoro images. Philips was called and could not instruct the team over the phone what to do. I was called and came in and deleted images. By then the case was over. This warning should have given an indication that acquisitions will stop if not addressed. Physician was angry because he said the warning had been there all week. The staff was frustrated because they didn't understand the warning. The patient was not harmed or injured but the proper imaging for documentation was not achieved.we called the manufacturer on the day of the procedure and they couldn't help the team fix the problem. Subsequently, the engineer called me and we discussed the problem. He was very helpful and explained what the warning meant.